Event description:
A conquest balloon ruptured at 20 atm and resulted in a circumferential tear. An inflator was used. The balloon could not be removed from the sheath and required a second puncture and snare to remove it. This resulted in clotting of access, which was resolved in the end.